Event description:
Became paralyzed and developed neuropathy. Dose or amount: denture cream. Frequency; once daily. Route: oral. Dates of use: 1999 and 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.